Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that her daughter's insulin pump keypad lock does not work. Customer also indicated that her child has been in and out of the hospital for the past four months with hypoglycemia and believes that it may be due to a pump malfunction. Customer is calling to report this information only.